Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09051. It was reported that a rotawire fracture occurred. Radial access was used to access the diffused eccentrically shaped target lesion located in the tortuous and mildly calcified left circumflex (lcx) artery. A 1.25mm rotalink¿ burr and a rotawire¿ extra support were selected for use. During the procedure, upon testing the device at 180,000rpm, it was noted that the rotawire fractured into two pieces. The procedure was then completed with a rotawire floppy. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device noted the body was broken approximately 44.6cm from the proximal end. The distal tip was also observed to be broken. Both segments of the rotawire was returned with the second section measuring approximately 283.9cm. The outer diameter (od) of the middle and proximal section were within specifications. However, the distal tip and overall length could not be measured due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09051. It was reported that a rotawire fracture occurred. Radial access was used to access the diffused eccentrically shaped target lesion located in the tortuous and mildly calcified left circumflex (lcx) artery. A 1.25mm rotalink burr and a rotawire extrasupport were selected for use. During the procedure, upon testing the device at 180,000rpm, it was noted that the rotawire fractured into two pieces. The procedure was then completed with a rotawire floppy. There were no patient complications reported and the patient's condition was stable.